Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not reported. The patient reported that their pump only lasted 5.5 years. The pump had a motor stall and never alarmed. The patient became very sick and didn't know why. Per the reporter when it was further investigated at that time it was determined that the patient¿s pump needed to be replaced. No further complications were reported.